Manufacturer narrative:
As reported, the patient underwent placement of the opteease inferior vena cava (ivc) filter. Per the medical records, history includes cholecystectomy and dvt, and was admitted due to ankle fracture. During admission, the patient was intubated due to respiratory failure. Also, during admission, the patient developed an active gi bleed. Anticoagulation had to be stopped. The filter was deployed at the l2-l3 vertebral body space, and a follow up venography was obtained, revealing no evidence of migration, no evidence of obstruction or perforation. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, chronic thrombus leading to unsuccessful retrieval due to occlusion followed by an unsuccessful ileocaval reconstruction, that causes injury and damage to the patient. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, an unsuccessful percutaneous removal procedure approximately nine years post implant; however, no documentation of the removal procedure have been provided. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, chronic thrombus leading to unsuccessful retrival due to occlusion followed by an unsuccessful ileocaval reconstruction, that causes injury and damage to the patient. Per the patient¿s implant records, the patient had a previous history of cholecystectomy, and was admitted to the hospital for an ankle fracture. The patient was intubated and went into respiratory failure, remaining so throughout the hospitalization. Due to a history of deep vein thrombosis (dvt), the patient began to have active gastro intestinal (gi) bleeding. The patient presented at that point for filter placement because of contraindication to long-term anticoagulation. The preoperative diagnosis included respiratory failure, active gi bleeding, history of right ankle fracture and history of dvt. The filter was deployed at the l2-l3 vertebral body space, and a follow up venography was obtained, revealing no evidence of migration, no evidence of obstruction or perforation. The patient was awakened and taken to the intensive care unit in critical but unchanged condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc, in addition to an unsuccessful percutaneous removal procedure attempt about nine years after the filter was implanted; however, no documentation of the removal procedure have been provided. The patient further reports living with the anxiety of having a filter that could fail at any time, but that has not been able to be retrieved even with serious surgery, due to extensive calcified chronic thrombus within the filter.

Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, chronic thrombus leading to unsuccessful retrieval due to occlusion followed by an unsuccessful ileo-caval re-construction. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, chronic thrombus leading to unsuccessful retrival due to occlusion followed by an unsuccessful ileocaval reconstruction, that causes injury and damage to the patient.